Manufacturer narrative:
Date of the event: (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient reported that they kept noticing funny things on the shoulder, kind of a light shock. Patient stated that they do not turn stimulation off. Patient stated that they had been having problems and will discuss them with the health care professional (hcp) when they seem him. No further patient complications were reported/ anticipated as a result of this event [refer to (B)(4) for details pertaining to a frayed dtc cord].